Event description:
It was reported that the procedure was to treat a lesion in the renal artery. Two omnilink elite stents, 6.0x39mm and 6.0x29mm, were implanted. After the procedure, a series of complications arose in which the arteries became blocked and stopped flow of blood to the kidneys. It appears that plaque that had loosened became lodged at the end of the stents and blood clots formed. The doctors went back in to try and remove the blockage and after many hours were only able to clear one of them, while working on clearing one artery the other artery still blocked resulted in kidney failure because it went too long without blood flow and the patient lost function of that kidney. There was additional hospitalization due to the renal failure. Still waiting to hear the results of how the one kidney that was able to get blood flow is functioning and if any damage has occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional omnilink elite device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of renal failure and thrombosis are listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.